Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant. The patient presented to the cath lab in normal sinus rhythm and had no reported history of right bundle branch block (rbbb), left bundle branch block (lbbb), or first- or second-degree atrioventricular (av) block. The length of the membranous septum was 8.4 mm. No calcification extending beneath the aortic annular plane into the interventricular septum was reported. During the procedure, a pre-balloon aortic valvuloplasty (pre-bav) was performed using a 25 mm non-abbott balloon. Following the pre-bav, the patient developed an atrioventricular (av) block. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of the aortic annulus, and the pigtail was confirmed to be at the bottom of the non-coronary cusp (ncc). The valve was successfully implanted. The final implant depth at release was reported as 4 mm on the non-coronary cusp side and 3 mm on the left coronary cusp side. Due to the heart block, a temporary pacemaker was placed via the neck. The patient left the catheterization laboratory with the temporary pacemaker in place and was transferred to the ICU for recovery. The patient was immediately scheduled for permanent pacemaker implantation the same day, approximately four hours after the procedure ended, and subsequently underwent the permanent pacemaker procedure successfully. The patient remained hemodynamically stable throughout the procedure. No clinically significant delay was reported. No prolonged hospital stay due to the adverse event was reported, and the patient was discharged the following day. The implanter classified the event as related to the performance of the pre-bav balloon rather than the valve, noting that the patient developed heart block following pre-bav. At the time of reporting, the patient's status was stable and discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.